Manufacturer narrative:
The pads were sent to zoll chelmsford for evaluation; however, they were misplaced and could not be located. Log retrieval was not possible due to the customer's uncertainty regarding the device used. The customer's report was not replicated or confirmed. A device history record (DHR) review was conducted and no issues were identified with lot number 1325b. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator failed the self test using these attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.